Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor device had an e8 (system fault) code was not confirmed. However, during evaluation, it was determined that the device failed motor thermistor and temperature assessments, the handpiece thermistor wire was broken and the internal bearings were worn. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had an e8 (system fault) code. During in-house engineering evaluation, it was determined that the device failed motor thermistor and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.